Manufacturer narrative:
Reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure with polypectomy performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. Reportedly, there were no issue noted with the device or its packaging. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.